Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. Other - based on user facility information, the patient suffered a perforated vessel as a result of this event. Results - other - the evaluation results showed the actual sample's hydrophilic coating had been sheared; however there is no code available. The actual sample was returned and evaluated. Visual inspection including magnification found that the stainless steel and platinum coils had been elongated at approximately 30mm from the distal end of the shaft suggesting that the actual sample had been subjected to a pulling force. A factory-reserved balloon catheter (tazuna) was then inserted over the actual sample from the proximal end. The balloon catheter stuck to the elongated segment of the stainless steel and platinum coils. The actual sample was further inspected by using dye to stain the segment from the distal end to approximately 250mm from the distal end in order to evaluate the state of the hydrophilic coating. The results confirmed there were only trace amounts of the hydrophilic coating remaining on the guidewire especially when compared to a reserve sample from current production. A review of the device history record revealed no product or manufacturing related anomalies. A search of the complaint file did not find any other report with the involved product code and lot number. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the actual sample was subjected to a pulling force resulting in the elongation of the platinum and stainless steel coils and the shearing of the hydrophilic coating. Device labeling does address the potential for such an event in the warnings section of the instructions-for-use by statements such as: (1) "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to dilation catheter, or damage to the vessel. (2) "do not turn the proximal end of the guide wire three or more times in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that a runthrough ns guidewire was used during a percutaneous coronary intervention (pci) procedure (to the left anterior descending artery/right coronary artery). It was difficult to push the balloon over the guidewire, and while trying to pull back, the whole assembly came out causing dissection of the patient's artery. Reportedly, the patient underwent a coronary artery bypass graft (CABG) and is now in stable condition.